Event description:
It has been reported to co that during the procedure the distal tip of the guide wire separated and became lodged inside the pt's vessel. The dr inserted a guide wire into the pt and then inserted a second guide wire into the pt and using the "buddy wire technique" the dr inserted and advanced a guide catheter into the pt's left arterial descending to the diagonal. The dr had difficulty advancing the guide wires and the guide catheter because the lesion was highly calcified. The dr pulled back on the guide wire and the distal tip of the guide wire separated and became lodged in the pt's vessel. The pt was having difficulty with the procedure and the condition of the pt did deteriorate. The dr commented that the distal tip separation of the guide wire did not contribute to the deterioration of the pt. The pt passed away a week after the procedure from unrelated conditions.